Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged after implant. During revision the next day, it was noted that body fluids were inside the lead. The lead was explanted and replaced.